Manufacturer narrative:
Seaspine was made aware on (B)(6) 2023 that an md1-100016 pointlock set screw disengaged post-operatively from s1 and the rod is no longer attached. The index surgery was performed on (B)(6) 2023. The locking cap on s1 from had disengaged and the rod was no longer attached. While the case sheet provided indicates another screw, additional information provided states that the screw that disengaged is a md1-100016 pointlock set screw. The device was not removed, and the case is not being revised at this time, as the patient is asymptomatic. It is possible that the patient can form a solid fusion from the interbody and biologics used and contralateral hardware compression without the need of enduring another procedure.

Event description:
Seaspine was made aware on (B)(6) 2023 that an md1-100016 pointlock set screw disengaged post-operatively from s1 and the rod is no longer attached. The index surgery was performed on (B)(6) 2023. The locking cap on s1 from had disengaged and the rod was no longer attached. While the case sheet provided indicates another screw, additional information provided states that the screw that disengaged is a md1-100016 pointlock set screw.